Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's mother reported via phone call, the customer had fallen off his bike and he cracked the display on the insulin pump. Customer's blood glucose was 148 mg/dl. Customer's mother stated he fell from the bike and the bike landed on him which cause the screen to brake. Customer's mother was advised to have customer discontinue use of the device, revert to back up plan, and the insulin pump needed to be returned for analysis. The insulin pump was returned for analysis.